Event description:
The customer reported having problems with a rewind and prime anormaly. While testing the device the customer changed the batteries and the pump got an alarm. The customer called back and stated that she was hospitalized for high blood glucose. Advised customer to discontinue the pump use.